Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 0.9cm in size and located in the right lower lobe - anterior segment. Radial endobronchial ultrasound (ebus) was utilized to localize the target lesion. Instruments utilized for biopsy under c-arm fluoroscopy included a 21g flexision needle, and a bronchoalveolar lavage was also performed. Staging utilizing endobronchial ultrasound was performed. The diagnosis obtained from pathology was focal evidence of changes/inflammation (non-diagnostic). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) made multiple attempts to obtain additional information; however, as of the date of this report, no new information had been obtained.